Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
During surgery, the physician noticed that two of the platinum contacts from the grid were sitting directly on the pt's brain after the grid was removed. The grid was being used for subdural monitoring. Upon inspection of the grid, it appeared that three platinum contacts were missing from the grid. A thorough and repeated irrigation of the wound to locate the three missing contacts were performed. Two contacts were recovered. The location of the third contact was unk. The pt's condition was reported as stable. No injury to the pt was reported.